Event description:
It was reported by repair work order that the customer alleged that the unit had brake issues. Upon inspection of the unit by the service technician, it was identified that the brakes could not be engaged fully due to a mafunctioned brake adjuster.